Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The first cuff was visually, microscopically examined and leak tested. It was noted that the cuff shell was worn from wear at a fold and the kink resistant tube was worn to the filament. The cuff passed the leakage testing. The balloon was identified to be non-spherical and the kink resistant tubing was worn to the filament. The balloon passed the leakage and functional testing. The second cuff was worn from wear at a fold. The second cuff passed the leakage testing. The pump passed visual and leakage testing. The pump did not pass the low flow rate test which was outside of specification. The pump did pass the high flow rate testing.

Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to recurring incontinence. The device was removed and replaced. There were no additional patient complications.

Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to recurring incontinence. The device was removed and replaced. There were no additional patient complications.

Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to recurring incontinence. The device was removed and replaced. There were no additional patient complications.